Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician had difficulty inserting the lead into the header of the device. The physician used saline and could successfully insert the lead. The lead remained implanted.